Manufacturer narrative:
(B)(4). Instruments not returned for analysis, no investigative report available. Method: no testing methods performed. As reported: the damage to the instruments was discovered postoperatively, there was no patient impact.

Event description:
It was reported that the facility received the instrument set from the or to the decontamination room. A tech found schuknecht suction (B)(4) broken in pan. Instruments then hand washed/irrigated, sent through washer. In prep and pack area, the tech picked up house irrigator (B)(4) and the connection tip fell off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.